Manufacturer narrative:
Analysis of the pump identified motorgear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. The inner cover had moisture and residue. The top and bottom side of the pumphead cover and gear, top and bottom side of the pumphead roller assembly, gear wheel three, outside of the motor can and inside the motor can bulkhead compartment had moisture. The top side of gear wheel three shows corrosion and moisture; the teeth were all intact. The bottom side of gear wheel three shows corrosion and residue. The top and bottom pins of the pumphead show moisture and slight residue. The pumphead rollers and one of the pumptube guides had residue. The other two rollers and tube guides look similar. Dried residue particulate could be seen in the pumphead¿s bulkhead compartment. The pumptube near the inlet port and outlet ports show wear. The pumptube shows residue. The upper shaft of gear two shows shaft wear. Per pump telemetry the pump was delivering dilaudid 10 mg/ml; 5.192 mg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via company representative regarding a patient receiving an unknown drug from an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2016 pump interrogation showed a motor stall with no stall recovery. The stall occurred on (B)(6) 2016. It was noted that the pump was going to be replaced on (B)(6) 2016. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.